Event description:
All 4 channels and the brain alarmed "communication error" with red blinking lights. Pt was on vasoactive medications. Nursing acted quickly to move 2 right sided channels to another pump brain without channels working. Moved over all IV tubing to separate brain and 4 new channels. Channel a (B)(4). Channel b (B)(4). Channel c (B)(4). Channel d (B)(4). Brain (B)(4). Pump was reading "communication error" across all 4 channels. On the brain it read "attach module or press system off". Pump and channels removed from use. Pt was about to go on a roadtrip so this could have been a much more dire situation if the pump malfunctioned while off the unit.